Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to the implant procedure while preparing the cardiac resynchronization therapy defibrillator (crt-d) for implant, the battery bar turned gray with pre-implant indication. Another device was implanted. The gray bar on the initial device was still present after the device was at room temperature for a week. The device was not implanted. There was no patient involvement.